Event description:
As ported to coloplast though not verified, patient was implanted with aris and exair mesh. Later the patient experienced pelvic pain, pelvic discomfort, occasional incontinence, recurrent urinary tract infections, dyspareunia and posterior bladder neck mesh erosion. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.